Event description:
Event description boston scientific crm received information that during the procedure to replace this pacemaker, no pacing output was observed upon removing the device from the pacemaker pocket. No patient symptoms were reported and it was noted that the patient was not pacemaker dependent. It was questioned whether electrocautery performed during the procedure could have changed the polarity to unipolar.